Manufacturer narrative:
Additional information: h4: device manufacture date: the device was manufactured between april 13, 2023 to april 14, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided photographic sample shows the device inside the product package. The device did not contain fluid in the bladder. A functional flow rate test must be performed on the actual device to verify the accuracy of the fluid flow; though, this is not possible due to the lack of a physical sample. Therefore, a device analysis could not be completed, and the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the device was placed on (B)(6) 2024. E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor would not flow. The expected infusion time was 46 hours; however, at an unspecified time during infusion the device was checked and the infusor was still full. Patency of the catheter was verified, and it was patent. There was no report of patient injury or medical intervention associated with this event. No additional information is available.